Event description:
It was reported that, during a knee procedure, the camera head had no video signal. It is unknown whether there was a backup device available. No delay or patient injury was reported.

Manufacturer narrative:
The reported device, used in treatment, used in treatment was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. The reported malfunction was duplicated during the functional testing process. Product failed with no live video output during functional testing. The complaint investigation has concluded the cause of the intermittent failures was a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.